Event description:
It was reported that when the device was used during a gastrojejunostomy, it functioned as intended. The surgeon admits firing the device and did not inspect the staple line or perform a leak test. Six days post-operatively, the pt suffered from a leak and became very ill. The pt required a second operation and the staple line was noted to be opened. The surgeon could not confirm what contirbuted to the leakage due to inflammation at the site. The staple line was repaired with sutures. Five days after the second procedure, the pt expired. An autopsy was performed and the cause of death was "septic shock."